Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error since there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified upper arm vein. A 5f mosquito introducer sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, an 8.0 x 40, 75cm mustang balloon catheter was selected for use and advanced to predilate the lesion. The balloon was successfully inflated twice at 24 atmospheres. However, upon the third inflation, the balloon ruptured at 24 atmospheres after a duration of 90 seconds. The device was completely removed from the patient and the procedure was completed with a 7.0 x 40 mustang balloon catheter. No patient complications were reported and the patient's status was good.